Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a malfunction of damaged battery. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient involvement. There was no report of patient/user injury or medical intervention needed in association with this event. No additional information is available. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed during product evaluation. The root cause of this condition was assigned to depleted main batteries. The main batteries and battery harness were replaced to correct this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Upon further investigation, it was determined that user error has contributed to this event.